Manufacturer narrative:
The field service engineer replaced the front bezel to address the reported issue. The biomed reported the nav ring is not functional. Touchscreen performs normally, and settings can be changed via touchscreen. Upon further investigation, the biomed reported that the issue was discovered during preventive maintenance. MFR report#2031642-2021-00370 was reported in error. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 29jan2021.

Event description:
The customer reported that the nav ring was not working when trying to adjust the settings. The customer contacted product support and requested for service repair. The caller request onsite service for nav ring replacement. The customer reported that the unit was not in use on a patient.